Event description:
During a da vinci colectomy procedure, it was noted that there were nicks on the sheath of the bowel grasper instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of nicks on the sheath of the instrument. The instrument main tube had scratch marks/ abrasions. There were scratches at various locations on the main tube. No materials were removed and no other damages were found on the instrument. This complaint is being reported due to the scratches on the main tube of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.